Event description:
Customer called to report a leak in the reservoir of the insulin pump. Customer stated that her reservior is emptying out and her insulin pump has a strong smell. Customer's blood glucose reading was 206 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.